Manufacturer narrative:
The technician found the head panel gas springs were not functioning. He replaced the two gas springs to repair the stretcher.

Event description:
Info received indicates the head of the stretcher is not going down.